Event description:
During implant, optimal r-wave sensing was unable to be obtained and interrogation telemetry was intermittent. No intervention was performed. The patient experienced no consequences.